Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received motor communication error alarm and continued to experience off no power. Customer did not receive a low battery alert prior to off no power. Customer's blood glucose was over 300 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The device was received with all operating currents within specification and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarm anomalies noted. No unexpected off no power anomalies noted. No unexpected low battery anomalies noted. No damage on the lcd isolation tape noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.